Manufacturer narrative:
(B)(4). The associated device was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported the patient presented with a failed right total hip arthroplasty and truniosis and underwent a revision right total hip arthroplasty and synovectomy. During the revision the head, neck, line and stem were replaced.

Event description:
It was reported that the patient presented with adverse soft tissue reaction secondary to dual taper from modular neck and will require a revision surgery to correct the problem. The revision surgery has not been performed as of this date.